Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7298222. UDI: (B)(4).

Event description:
It was reported that the patients trial spinal cord stimulator (scs) trial leads had migrated. The patient underwent a procedure wherein the leads were explanted and that the patient was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.